Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of infection, diarrhea and peritonitis in a patient coincident with extraneal and physioneal therapies for automated peritoneal dialysis (apd) and end stage renal disease (esrd). Extraneal and physioneal therapies were ongoing. During a call with baxter technical services, the following was reported. On an unreported date, the patient had an infection. On (B)(6) 2012, the patient experienced diarrhea due to infection. On (B)(6) 2012, the patient had turbid drainage and was hospitalized. On the same day, the patient was diagnosed with peritonitis (manifested by abdominal pain and cloudy effluent). The diarrhea was attributed as the cause of peritonitis. On (B)(6) 2012, the patient started treatment with cefazolin (1gm per day, ip) and tazime (1gm per day, ip) for infection. The patient was recovering form this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.